Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material, presumably blood was observed inside the pebax. The device was connected to carto 3 system, and it was recognized and visualized correctly. A force test was performed and hi force appeared. The device tip was inspected under a microscope, and a hole was found on the surface of the pebax section. Resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found; therefore, the failure could be related to hole on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device number lot 31522472l and no internal action related to the complaint was found during the review. The reddish material, presumably blood inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax hole could be related to the manipulation of the device during the procedure; however, this could not be determined. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Initially, it was reported that high force warning appeared without tissue proximity. The catheter was disconnected and reconnected and the issue did not resolve. The cable was switched, and the issue remained. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 05-jun-2025, a hole was observed on the surface of the pebax section with reddish material inside. This was assessed as MDR reportable with an awareness date of 05-jun-2025.